Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he has been having low blood glucose readings. Customer's blood glucose was 221 mg/dl last night and then it was 66 mg/dl. Customer stated that later, his blood glucose was at 47 mg/dl and then he woke up at 42 mg/dl. Customer treated with food before the call. Customer's blood glucose is 179 mg/dl. Customer was assisted with adding the correct meter ID in the pump. Customer stated that when he gives a bolus delivery, it will take a long time for his blood glucose to come down. Customer corrected the time on the insulin pump. Customer was advised to speak with their health care professional regarding their low blood glucose. Customer was advised to monitor the pump. Customer was also advised to talk to his doctor about his bolus wizard settings as his bolus wizard was off.